Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the reported complaint event was determined to have been caused due to a faulty printed circuit board. No additional findings were observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, insufflator, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was an e05 error irregularities with the backup data. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the malfunction could not be determined. Olympus will continue to monitor the field performance of this device.